Event description:
It was reported that the right ventricular (rv) lead experienced an episode of non-sustained ventricular tachycardia that appeared to be suspected t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.